Manufacturer narrative:
(B)(4). Customer returned pump for alleged device deficiency noted on (B)(6) 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, sleep current, active current, dat at 0.08725 inches, and p-cap locks properly into the reservoir compartment. No, no delivery alarms noted during testing. Successfully downloaded history files and traces using thus. No, no delivery alarm was not found in the history files and traces on event date of (B)(6) 2022. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, detached retainer, and label damage. No device problem found during full function testing.

Event description:
Information received by medtronic indicated that the insulin pump had malfunction. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.